Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. The pump remains in use supporting the patient. However, the outflow graft is expected to be returned for evaluation but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016, the patient experienced dizziness, and that the lvad system produced low flow alarms. It was reported that the patient¿s mean arterial pressure had been high while the patient was at home. The patient was brought into the hospital and was administered fluid. The system controller was exchanged, and the pump speed was increased to 10,000 rpm; however, the low flow alarms continued. It was discovered that the lvad outflow graft was eighty percent stenotic at the mid-portion of the graft, presumably due to circumferential thrombus. Upon further investigation a kink in the graft was found. The patient underwent a surgical procedure to exchange the outflow graft. No additional information was provided.

Manufacturer narrative:
Additional information. It was initially reported that the outflow graft was returning for analysis; however, the center reported that they were not able to find the outflow graft so it would not be returned. No product was returned for evaluation. The report of low flow alarms was confirmed through the evaluation of the submitted system controller log file; however, the report of a kinked sealed outflow graft could not be confirmed because no images showing the distortion were provided and the exchanged outflow graft was not returned for evaluation. A specific cause for the reported graft kink occurring approximately 2 years post-implant could not be determined. The log file captured consistent low flow alarms on (B)(6) 2016 with the estimated flow recorded between 2.1-2.4 lpm, which correlated with pump power values ranging from 2.8-4.7 watts. From timestamp 10/31/2016 11:59 to the end of the log file at (B)(6) 2016 21:44, the pump speed was increased to 10,000 rpm and no low flow alarms or any other atypical alarms were captured. No interruptions in pump function were captured in the log file. The patient remains ongoing on (B)(4) and no further related issues have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.